Event description:
Report received indicated that patient had developed a rash under th tape collar area during recent hospitalization for renal infection. Prior to the receipt of the complaint, the patient has used this product for over 10 years without incident. The patient stated "their skin car regime includes adhesive remove, stomahesive power, eakin seals and antibacterial soap." Use of crusting technique and in ostomy belt to reduce irritation was discussed with the patient. The patient will receive alternative product samples for use. Further information regarding patient outcome was not available.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.